Event description:
It was reported, the hcp cannot establish telemetry with the pump. Hcp tried numerous times going all around the outside of the pump. Hcp had interrogated two to three other pumps with the same programmer in the same room with no issues but cannot establish telemetry with the pump. The hcp heard one beep and then the telemetry quits. Hcp noted that the patient was skinny. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8840 lot# serial# unknown, product type programmer, physician product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the cause of the event was interference with the computer equipment in the building. There was electronic interference with the data processing room next to the procedure room. It was a brand new clinic. The procedure room was next to the server room. The programmer would not function. They moved to another room and there was no problem. The patient outcome was no injury.